Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was dropped to tiled floor from waist height. This resulted to a crack along the battery compartment. Customer had been getting battery related issues since the incident like "insert new battery" & "battery failed". Troubleshooting was performed and it was found that pump wasn't clipped, was just tucked in patient's pants as customer didn't have a belt clip because the clip broke in the past. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. The product will be returned for analysis.

Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement, self test, and displacement test. Successfully downloaded the trace and history files using thump. A test battery was inserted and removed several times during testing. The insert battery alert displayed (with the battery removed) and went away (after the battery was installed) properly and no battery failed alarms occurred. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. A review of the pump history file shows on (B)(6) 2024 (event date) there were not any battery failed alarms noted. Additionally, on (B)(6) 2024 at 08:01:32 and 08:10:02 the battery was removed, installed, and then the pump alarmed battery failed (failed batt test) indicating the user performed a couple of attempts to insert the aa battery(s) that did not pass the battery replacement test. Finally, the user inserted a good battery, at 08:13:21, and was able to continue using the pump. The pump behaved as expected. The pump was cut open for a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), vibrate harness assembly, inside the battery tube, bottom of the battery tube (inside of the pump), motor, and force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, pillowing keypad overlay, cracked select button keypad overlay, stained keypad overlay, missing serial number label, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. Battery failed alarms and insert battery alerts complaints are not confirmed. Cosmetic damage on the battery compartment and battery tube threads is confirmed. Moisture damage was found during a visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.